Manufacturer narrative:
Date sent to FDA:04/24/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2018 and mesh was implanted, due to pelvic organ prolapse and urinary incontinence. It was reported that the patient underwent partial mesh removal and revision surgery on (B)(6) 2018. It was reported that she experienced mesh erosion, mesh shrinking and hardening, vaginal and urethral erosion, infection, inflammation, vaginal scarring, severe pain, and organ perforation. It is reported that as a result of the mesh being implanted the patient experienced permanent injuries and impairments, including disfigurement, suffering, loss of enjoyment of life, permanent physical disability, loss of physical, mental and emotional health. No additional information was provided.